Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device confirmed the trial was damage with visible scratching and wear, however no breakage or missing material was found. The noted damage and wear is consistent with device use from heavy use and servicing and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: d4 (lot #), d9, h4 and h6 corrected: d1, d2, d4 (catalog, UDI), h1 and h3 this product is being submitted again since it was incorrectly retracted.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that insert trials worn and chipping. Not during case. No surgical delay.